Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed the data and found the raat test to be unsuccessful. The device remains in service and no adverse patient effects were reported.